Event description:
A report was received that a patient had developed an infection after having her precision system explanted. The patient reported that the device was interfering with her medtronic device, which had implanted prior. The patient reported experiencing leg spasms and twitching.